Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found.

Event description:
It was reported that the right ventricular defibrillation lead was suspected to have experienced a microdislodgment since the r wave amplitude decreased, pacing threshold increased and impedance decreased. The lead was removed and replaced. No patient complications have been reported as a result of this event.